Event description:
It was reported that a user experienced recurrent low glucose readings while using the ilet bionic pancreas, describing frequent and sustained hypoglycemia that interfered with daily activities and sleep, which resolved after discontinuing the device and reverting to a previous therapy. Symptoms included hypoglycemia. Outcomes included interruption of normal activities. Investigation included attempts to obtain additional blood glucose information from the user and coordination with the healthcare provider for further review. Investigation of this case revealed insufficient information to determine a device malfunction or user-related factor. It was concluded that the cause of the hypoglycemia could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.